Event description:
Information was received that during used of this smiths medical cadd extension sets, leaked was noted out of a hole in the filter after one hour of used. No adverse effects were reported.